Event description:
A nurse reported that an ophthalmic gas bubble did not last as long as expected after being instilled in the eye during retinal detachment surgery. The patient's retinal detachment was unresolved upon follow up. Additional information has been requested.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).